Event description:
Customer reported an issue with the v series monitor display, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative reseated display cable. The unit was calibrated, performance and safety tested to factory specifications.